Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump was not dripping and blood backed up on the patient during an infusion. No patient injury or harm occured for this case.

Manufacturer narrative:
On 05/17/2017, the customer reported that they were able to restart the affected device. The nurse manager at the customer facility performed retraining and the user-reported issue was resolved. The affected device was not sent back to zyno medical for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00103).